Event description:
The customer reported via phone call issues with her sensor. The customer's sensor glucose was 68mg/dl and her blood glucose was 127mg/dl. The customer encounters the same issue a day before. She put a new sensor and the issue was still reoccurring. The sensor went into threshold suspend when she was administering a bolus. The customer's current blood glucose was 120mg/dl and sensor glucose 73mg/dl. During troubleshooting advised customer to only calibrate when her blood glucose is stable and 3-4 times a day. Currently the customer is calibrating 5 times a day when blood glucose is not stable. The customer will follow the correct calibration technique described to her. The customer declined a replacement sensor.

Manufacturer narrative:
Additional information was received that was not included with the initial report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 134 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer did not report any bent sensor cannulas with the previous sensors. It was also found the customer had a calibration error alert. Customer's blood glucose was 140 mg/dl during this incident. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.